Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device also failed leak testing due to a hole in the cable. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the device instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning ¿ never use the camera head on a patient if any irregularity is observed. The irregular camera head may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." Pg. 17 olympus will continue to monitor the field performance of this device.

Event description:
It was reported that, during reprocessing of the subject device, the cord seal at the camera body was deteriorating. The customer reported no patient involvement.